Event description:
The customer reported that device jaws could not be re-opened. No additional information regarding the device and incident have been made available. Additional questions have been asked to the site contact. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.